Event description:
It was reported that the procedure was to treat a mildly calcified left circumflex artery. The lesion was pre-dilatated with a 2.0x10mm unspecified balloon at 10 atmospheres. The 2.25x15mm xience prime stent delivery system (sds) was deployed; however, while removing the device check shot revealed a dissection at the distal end. A 2.25x8mm drug eluting stent was used to treat the dissection. There was good timi iii flow without any residual stenosis. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience prime / xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.